Event description:
Auto endo5 hemolok would not work during a case. The clips kept getting stuck, requiring the instrument to be removed from the surgical field. No harm came to the patient and the instrument will be returned to teleflex medical for failure analysis. Manufacturer response for applier, surgical, clip, (B)(6) (per site reporter) the manufacturer has been called and they will be issuing a return authorization number. We will return the device to the manufacturer for failure analysis.